Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was an over infusion of heparin. A new bag of heparin (25000 units/250ml) was programmed to infuse at the same dose as previously hung bag-23 u/kg/hr, (14.8ml/hr). However, when the nurse went to assess the patient one hour later, the heparin bag was found empty. The infusion should have lasted approx. 16 hours. Patient was monitored and labs drawn. Heparin was stopped following an antixa lab result greater than 2. Heparin restarted 3 hours later.

Event description:
It was reported that there was an over infusion of heparin. A new bag of heparin (25000 units/250ml) was programmed to infuse at the same dose as previously hung bag-23 u/kg/hr, (14.8ml/hr). However, when the nurse went to assess the patient one hour later, the heparin bag was found empty. The infusion should have lasted approx. 16 hours. Patient was monitored and labs drawn. Heparin was stopped following an antixa lab result greater than 2. Heparin restarted 3 hours later.